Event description:
On (B)(6), 2006, the patient was treated with an iliac extender. On (B)(6), 2008, another iliac extender was placed. After multiple attempts, no further information was provided by the physician.